Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes measured with two different guide meters: "hi" (>600) and 105 mg/dl. The same vial of strips was used with each meter.